Event description:
Procedure: wedge resection by thoracoscopy. Reportedly, when the device was applied the instrument did not close properly. Then during application the lung was cut but not stapled. The surgeon proceeded to suture the wound to achieve hemostasis and aerostasis.